Event description:
The surgeon implanted an aa4203tl toric silicone lens, but it tore while it was being inserted. The lens was removed with no pt injury or event. The surgeon indicated that the injector may have been the cause. An msi-pr injector and an mtc-60c cartridge were used but the lot numbers were not provided by the facility.